Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing ipsilateral retrograde approach. The 90% stensed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. After a guidewrire crossed the lesion, a 6.0mmx20mmx135cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 6 atmospheres followed by 10 atmospheres on the second inflation and 12 atmospheres on the third inflation. However, during the fourth inflation at 14 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported.